Event description:
It was reported the patients blood glucose level rose over 250 mg/dl while wearing the pod between 4 and 24 hours. Upon investigation, it was found that the unexposed portion of the cannula was damaged.

Manufacturer narrative:
The investigation found corrosion on the pcb. Due to the presence of corrosion, a leak test was performed. A hole was found in the unexposed portion of the soft cannula. When the fluid path was manually occluded, fluid was observed leaking through the hole. This hole caused fluid to accumulate in the device and resulted in the observed corrosion on the pcb, low battery voltage, and data loss. Multiple attempts were performed to obtain the device data, including removal of the pcb and using an external power supply, but data could not be retrieved. Due to the inability to retrieve the data, the reported event could not be determined. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring.  This is mitigated by extensive in-line and final product quality testing.  All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements.  No further action or investigation is warranted at this time.